Event description:
The decision was made to place an intra-aortic balloon pump. Iabp was placed in the standard fashion. Shortly after turning on, the iabp gave a leak in the system air and then was noted to have blood inside the tubing, suggestive of rupture. A j-wire was placed through the iabp alongside the balloon, and the balloon and sheath were removed, leaving the wire in place. A new iabp introducer sheath was then placed and a new balloon was placed in standard fashion and turned on.